Event description:
It was reported that customer experienced damage to tandem charging cable that had been held together with tape for some time and was no longer safe to use, with exact date of onset unknown and recorded as the reporting day. There was no reported impact to the customer¿s blood glucose level. Customer contacted support and technical support arranged replacement of damaged charging supplies to resolve issue.